Event description:
It was reported that there was an issue with ek087p - reducing converter 10/12mm to 5mm. According to the complaint description, the rim on the yellow part was broken. This was noted preoperatively. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Aesculap ag identified that the yellow sealing component of the affected reusable trocar system 10mm, 12mm exhibits uneven edges with visible silicone fragments. There is the potential risk that silicone fragments detach from the yellow sealing component during use. Due to the described product problem, there is a potential risk that the silicone fragments could fall in situ when an instrument is inserted through the yellow sealing component. In case the fragments detach intraoperatively, they will likely remain unnoticed due to the restriction of the field of view due to the endoscopic procedure and the small size of the fragments. In case suction devices are applied at the site where the fragments are located, there is the possibility that they may be retrieved. The short-term hazard posed by the unsighted fragments is considered negligible due to the small weight force of the fragments. Yet, the fragments might lead to long term health consequences resulting from the fragments serving as a foreign body stimulus. They pose a risk for: inflammation or infection or encapsulation or adhesion formation. Within the past five years (august 15, 2020 - august 14, 2025), three product complaints related to the resuable trocar systems 10mm, 12mm were reported to the manufacturer, all involving the same described product issue. The actual occurrence rate of (B)(4) exceeds the maximum acceptable limit of (B)(4), as defined in the current product risk analysis. As a result, the associated risk is considered not acceptable. The clinical impact on the patient depends on several variables such as the severity of the symptoms, the affected organs or tissues, and available treatment options. Typical symptoms of foreign body reactions include swelling and/or pain at the site of the foreign body, fever, fatigue, and swollen lymph nodes. In a worst-case scenario, albeit remote, a foreign-body reaction can lead to permanent tissue damage. For instance, encapsulation or adhesion formation in immediate vicinity to the ureters can lead to kidney damage in untreated cases of clinically significant (sustained) ureteral obstruction. Furthermore, patients with a silicone allergy are most at risk as they will display more pronounced foreign body reactions if exposed to the material compared to the general population. The potential patient harm to patients is therefore classified as "critical". Aesculap ag as manufacturer has voluntarily decided to recall the affected products as a precaution due to the risk scenario mentioned.